Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an atrial originated arrhythmia. There were two occurrences where a ventricular sensing blanked out the atrial sensing event and caused the device to have a ventricle over atrium average counter. Afterwards, the ICD delivered inappropriate anti-tachycardia pacing (atp) that caused a morphology change linked to a possible additional ventricular tachycardia or bundle branch block. At the end an electric shock was delivered that converted both rhythms. Different re programming options were discussed for this ICD that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an atrial originated arrhythmia. There were two occurrences where a ventricular sensing blanked out the atrial sensing event and caused the device to have a ventricle over atrium average counter. Afterwards, the ICD delivered inappropriate anti-tachycardia pacing (atp) that caused a morphology change linked to a possible additional ventricular tachycardia or bundle branch block. At the end an electric shock was delivered that converted both rhythms. Different re programming options were discussed for this ICD that remains in service. No additional adverse patient effects were reported.